Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic tip of the harvester broke inside the tunnel as it was being pulled out. The part was retrieved and the hospital did not report any patient effects. During endo vein harvest (vasoview hemopro), the plastic tip of the vein harvester broke inside the tunnel, broken part was retrieved. The pa then showed to the surgeon and the tech the broken tip of the harvester.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic tip of the harvester broke inside the tunnel as it was being pulled out. The part was retrieved and the hospital did not report any patient effects. During endo vein harvest (vasoview hemopro), the plastic tip of the vein harvester broke inside the tunnel, broken part was retrieved. The pa then showed to the surgeon and the tech the broken tip of the harvester.